Event description:
A report was received that the patient¿s lead migrated and he felt a sharp pain at the lead site. The physician believed that the lead may have migrated when the patient was on his knees and leaned forward. The patient underwent a lead revision procedure wherein a lead was replaced per physician¿s preference. The patient was doing well postoperatively.

Manufacturer narrative:
.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2218-50, serial#: (B)(4), description: linear st lead, 50cm. The explanted lead was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient felt a sharp pain at the lead site. The physician believed that the event might have been how the lead migrated. The patient underwent a lead revision procedure wherein a lead was replaced per physician¿s preference. The patient was doing well postoperatively.